Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The patient's attorney has not provided medical records. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. It is alleged by the patient' attorney that the patient experienced hernia recurrence, infection and seroma. Both recurrence and seroma are listed as known possible adverse reactions in the instructions-for-use. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." With the current information no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient had an oval composix kugel mesh implanted to repair a hernia defect. On (B)(6) 2014 - patient presented to the ER with severe abdominal pain. Upon exam, it was determined to take the patient into surgery immediately. The patient's postoperative diagnosis was described as recurrent ventral hernia, infected previously placed kugel patch and a bowel perforation. Surgery included drainage of the abscess, debridement of skin and subcutaneous tissue, removal of the previously placed composix kugel mesh, small bowel resection to repair perforations, and repair of the recurrent ventral hernia. According to the surgeon, there were three areas of small bowel that had perforation which were secondary to mesh. On (B)(6) 2014 - the patient was forced to undergo additional surgery due to a seroma and postoperative wound infection. The build up of fluid was drained and a wound vac was attached to the open incision site. The patient was also put on an antibiotic regimen for the ongoing wound infection.